Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken screws is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The presence of broken screws would indicate possible instability of the nail. The sign im nail was removed and replaced with a different design hollow nail. The hollow nail design is not a sign device. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(4) 2015, that a sign im nail implanted to treat a fracture of the left femur; was explanted due to broken screws and replaced with a hollow im nail.